Manufacturer narrative:
(B)(4) it was reported that a male patient, underwent an atrial fibrillation procedure with an ez steer nav ds bi-directional electrophysiology catheter and experienced noise on the ablation catheter which is not a reportable event. Also at the end of the flutter ablation patient suffered cardiac tamponade which required medication, pericardial window and extended hospitalization. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a male patient, underwent an atrial fibrillation procedure with an ez steer¿ nav ds bi-directional electrophysiology catheter and experienced noise on the ablation catheter which is not a reportable event. Also at the end of the flutter ablation patient suffered cardiac tamponade which required medication, pericardial window and extended hospitalization. It was noted that this patient had a medical history of atrial fibrillation and atrial flutter. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this is procedural related complication. Settings during the event include: power mode at 30 to 40 watts, activated clotting time between 300 to 350 seconds, brk-1 xs needle and an agilis nxt 8.5 french sheath were used.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot #: 17176872m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). D) bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: smartablate generator kit (us), us catalog #: m490007 serial #: g4c-0268 product name: smartablate pump kit (us) us catalog #: m490008, serial #: (B)(4); product name: lasso® nav eco variable catheter, us catalog #: d134301, lot #: unknown; product name: thermocool® sf nav bi-directional catheter, us catalog #: bni35dfct, lot #: unknown; product name: soundstar® eco diagnostic ultrasound catheter, us catalog #: 10438577, lot #: unknown; product name: smartablate¿ irrigation tubing set, us catalog #: sat001, lot #: unknown. (B)(6).